Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot#: va27d4b, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an advanced evaluation trial patient who was using an external neurostimulator (ens). They reported that after the completion of the trial last week, the hcp cut the extension at the skin so that the patient would not have a wire externalized in the time until they could place an implant. The caller was at the stage 2 case at the time of the call. They were planning to place a new stimulator. The caller indicated that when the hcp removed the extension, they noticed that in the pocket a portion of the extension wire was missing. At the time of the call, the hcp was attempting to locate the portion of the extension, so that it could be removed. There were no patient complications reported as a result of this event.